Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, elevated gradients were observed. A decision was made to perform a balloon aortic valvuloplasty (bav) and intentionally fracture the surgical valve to lower the gradient. When the fracture occurred, the transcatheter aortic valve dislodged, causing moderate-severe paravalvular leak (pvl). A second transcatheter aortic valve was implanted, after which the pvl completely resolved and gradient was reduced to 11 mmhg. No additional adverse patient effects were reported.